Event description:
On 7/16/96 pt had 10mm drain placed in pelvis and out through stab wound. On 7/18/96 this drain was ordered removed. When gentle force placed on the proximal drain, it appears to have fractured from distal end. Pt returned to surgery on 7/19/96 for removal.